Event description:
Boston scientific received information that during a routine implant procedure, all lead measurements when using the pacing system analyzer (psa) were within acceptable limits. Following device connection, pacing impedance measurements in the right atrial (ra) lead and right ventricular (rv) lead were greater than 2,500 ohms. When programmed to unipolar in both chambers, the impedance measurements were within acceptable limits. A revision procedure was performed and the leads were disconnected from the device and tested with the psa. All lead measurements were within acceptable limits. The leads were re-connected to the device and all lead measurement remained within acceptable limits. The device was reportedly operating within specification. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.